Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that a fatal error message appeared in the ep lab pyxis. A technical support specialist determined that the purge error causing database bloat was resolved by addressing the purge error itself. After fixing the purge error, the database sizes were significantly reduced, with the total size now being 3719 kb. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fatal error has been occurred. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.